Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and was unable to feel the stimulation when she stood up following a fall on her tailbone. The pt was at home in fair condition. Add'l info was requested.